Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 08/03/2016 that a customer had an issue with an enteral feeding pump. The customer reports that the rotor turns clockwise.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿unit's rotor turns clockwise.¿ the unit was triaged and the customer¿s reported condition was confirmed. The reported symptom of the gearbox rotating both clockwise and counterclockwise was verified by manually rotating the gearbox rotor shaft both directions. The root cause of the rotor shaft rotating bi-directionally is due to a worn rotor shaft at the clutch. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.